Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred and that multiple cartridges leaked. Additionally, it was reported that the insulin gauge was inaccurate and the wake button was sticking. Customer¿s blood glucose value was around 200 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.